Event description:
On 01/19/2024, it was reported by an arthrex subsidiary employee via email that an ar-1934bcf-2 biocomposite suturetak anchor broke during insertion. This was discovered during a patellar dislocation procedure on (B)(6) 2024. The case was completed using another ar-1934bcf-2 biocomposite suturetak. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. During the visual examination, it was observed that the anchor of the biocomposite¿ suturetak® anchor, measuring 3 x 14.5 mm, ve5, equipped with #2 fiberwire® and #2 tigerwire®, had broken off. Functional testing was not performed due to the damage to the device. The method used to prepare the bone, as well as the bone quality encountered, was provided. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion of the device or prying/leveraging the device during insertion.

Event description:
Additional information received on 1/26/2024: all fragments were retrieved from the patient. There was no case delay or additional anesthesia administered.